Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that they got battery failed alarm. The customer¿s blood glucose level was unknown. Customer stated that contacts on the battery compartment was not missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.